Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery. A 1.20mm x 12mm emerge balloon catheter was advanced for pre-dilatation. However, upon inflation at 5 atmospheres, the balloon ruptured. The device was completely removed and the patient was scheduled to undergo rotablation. No patient complications were reported.